Manufacturer narrative:
The system remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that dislodgement of this patient's atrial lead was suspected due to pacing and sensing issues. Impedance measurements were within normal limits. A revision procedure was performed and it was revealed that the atrial setscrew on the device was loose. The setscrew was tightened and the pocket was closed. No adverse patient effects were reported.